Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the system displayed multiple recoverable error code 23013 that was eventually cleared. The customer received phone assistance from the technical support engineer (tse). Review of the system logs confirmed the occurrence of the error fault due to an internal encoder error on the left master tool manipulator (mtm) arm. The user continued with the da vinci-assisted surgical procedure with no other issue reported. No known impact or patient consequence was reported. Intuitive surgical inc (isi) conducted a follow up and additional information was obtained. The system and the mtm arm functionalities were inspected prior to use. The procedure was completed using both mtm arms.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of recoverable error code 23013 on the left master tool manipulator (mtm) arm was reproduced and confirmed during field evaluation. Fse investigation confirmed a faulty mtm arm. Replacement of this part resolved the issue. Following replacement, the system was further tested, operated without issue and verified as ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. The error fault was confirmed during system log review indicating a fault along mtm arm axis 7; however, this was not reproduced during failure analysis. The mtm was tested (sine cycle) and operated without exhibited any error fault. As a preventive measure, multiple components (such as axis 6 motor, yaw shaft, axis 6 magnet cup, axis 6 pinion gear, axis 6 bevel gear, axis 7 motor, axis 7 pinion gear, axis 7 bevel gear) were replaced. Following this, the mtm was subjected to further testing and was restored to specification. Verification via system logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted pyeloplasty surgical procedure, the system displayed multiple recoverable error code 23013 that was eventually cleared. Fse investigation confirmed a faulty mtm arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.